Manufacturer narrative:
There was no device problem, the device was verified after the event , and it was within specifications. There was no further information received from the user faclity regarding the procedure used by the physician and the patient visual acuity status after the event .

Event description:
There was an incident reported on the ellex ultra q reflex laser where the doctor reported to have hit a blood vessel and felt the system was unsafe for use. This report is made by lumibird medical inc without prejudice and does not imply any admission of liability for the incident or its consequences.